Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Estimated remaining longevity had decreased from four years to two years over nine months. A request was made to have data from this device analyzed. Data analysis confirmed the power has been normal and stable with no voltage anomalies. The device appears to be depleting normally. No adverse patient effects were reported. Additional information was received two years later that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device remains in service at this time and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.